Event description:
Reportedly, when an analysis of patient ECG was initiated, a connect electrode prompt was observed. An analysis could not be performed as a result. Patient was not resuscitated. The reporter stated the patient outcome was not affected by the reported discrepancy, based upon the timely use of an als device.